Event description:
It was reported that the continuous infusion was reported to be running as ordered at 4.1 ml/hr. The volume to be infused was set at 12.3 ml. It was noted that the pump module alarmed after 1 hour indicating that all the infusion went in. There were patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the continuous infusion was reported to be running as ordered at 4.1 ml/hr. The volume to be infused was set at 12.3 ml. It was noted that the pump module alarmed after 1 hour indicating that all the infusion went in. There were patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.